Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was unable to void the last 2 days and she stopped feeling stim while therapy was on. The patient was currently on program #4 at 1.50 volts. There was no trauma/falls reported that could be related to this issue. The patient was getting poor communication on their programmer. Patient programmer would not interrogate. Technical service was able to have caller help to connect with pt's implant once with the antenna, but then lost communication when caller tried to increase stim. The implantable neurostimulator (ins) was confirmed to be on, per pp icon. Confirm antenna was secure and sync with ins but did not resolve the reported issue, the patient only connected once with the antenna. The nurse called back and stated that patient only has 1 program available to her. A day later the nurse stated that the pt claimed that the device was not programmed to her settings so it was useless and the nurse wanted to know how to use the pp. The nurse also stated that the pt claimed that she needs a new pacemaker (referring to the interstim battery). The nurse stated that it was implanted in (B)(6) 2016. Whatever the issue was it must have occurred since that time. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.